Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that after a battery change the pump was frozen on the verify screen and the buttons became unresponsive. It was reported that moisture was present behind the display. The keypad was reportedly intact. The patient reportedly wore the pump attached to a belt and did not clean it. It was also reported that a protective skin was used. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no damage was observed to the keypad. All of the keypad buttons were tested and found to be responding appropriately. The keypad was removed and no button contact defects were found. Unrelated to the complaint, moisture was observed inside the pump and the pump was found to be leaking from the display lens.